Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device continuously prompted the message 'connect electrodes' although therapy electrodes were connected to the device already. No information about patient use being associated with the reported event was provided.

Manufacturer narrative:
Physio-control performed a clinical review of the reported failure and determined that the reported failure did not contribute to the patient outcome. A healthcare provider on scene indicated that the reported device failure likely did not contribute to the patient outcome. A back-up device was used on the patient and the patient's heart rhythm was reported to be asystole. A third-party service agent evaluated the device and observed that the impedance value was low. He then calibrated the device. Proper device operation was then observed through functional and performance testing.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control performed a clinical review of the reported failure and determined that the reported failure did not contribute to the patient outcome. A health care provider on scene indicated that the reported device failure likely did not contribute to the patient outcome. A back-up device was used on the patient and the patient's heart rhythm was reported to be asystole. A third-party service agent evaluated the device and observed that the impedance value was low. He then calibrated the device. Proper device operation was then observed through functional and performance testing. The follow-up medwatch report should indicate: physio-control performed a clinical review of the reported failure and determined that the reported failure did not contribute to the patient outcome. A health care provider on scene indicated that the reported device failure likely did not contribute to the patient outcome. A back-up device was used on the patient and the patient's heart rhythm was reported to be asystole. A third-party service agent evaluated the device but could not verify the reported failure. The third-party service agent replaced the main pcb assembly for an unrelated issue. Other unrelated repairs were also performed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported failure could not be determined.